Event description:
The customer reported that while running an antibody screening assay, summit sample handler, did not pipette sample in well position a8, b8, c8, d8, e8, f8, g8 and h8 and no error message was given. A field service engineer was dispatched. No death or serious injury was associated with this event.